Event description:
During a hip arthroscopy procedure, it was reported the tip of the wand fractured and remains in the patient's hip. There was no patient injury or complications following the procedure.

Manufacturer narrative:
The date of event was provided as an approximation by manufacturer. The date of occurrence was provided as (B)(4) 2009. The device is reported as returning for investigation. A follow up report will be provided after the device has been returned and an investigation has been completed.